Manufacturer narrative:
Patient identifier: as per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's initials and date of birth will not be documented. Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015 was chosen as a best estimate based on the date of the patient's first consultation after the mesh was implanted. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The physician's are: dr. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on an unknown date. Following her tension-free vaginal tape procedure on (B)(6) 2015, the patient experienced tape erosion. Per the physician, her incontinence did not greatly improve after the first surgery she had in (B)(6) 2015, and the second surgery she had in (B)(6)2015. She's been complaining of vaginal discharge more recently, and it was found that her tape had eroded vaginally. A cystoscopy was performed; however, it revealed no signs of urethral or bladder erosion. Additionally, the patient has reported multiple instances of abdominal pain, particularly on the left side. Additionally, on abdominal examination, the suprapubic region revealed multiple scars that matched the previous tension-free vaginal tape exit wounds. During a pelvic exam, there was clear evidence of vaginal tape erosion in the mid-section below her urethra. The patient was also informed by the doctor about the complexity of the problem and that she needed to have her tension-free vaginal tape removed. The patient has indicated her need to digitate vaginally to evacuate her stool as well as indications of obstructed defecation. The doctor stated that this cannot be addressed at this time and that she will need to undergo another evaluation when her tapes are removed so that a plan can be established to do so. The doctor got a chance to discuss this situation with his colleague, and explained that the patient would need to be seen in his clinic. If he happens to agree that removal of tension-free vaginal tape is necessary, they will decide whether to use a vaginal abdominal approach and will decide how to proceed along with the patient. Prior to the procedure, the patient will also need to have a pain specialist evaluate her. The patient continued to experience stress urine incontinence symptoms on september 1, 2015, primarily with any movement or bending, as well as bilateral groin and vaginal pain following her recent surgery. Since the second tension-free vaginal tape was placed, she has experienced some vaginal spotting. The doctor is aware that the patient is currently waiting to see the pain management team, and thinks it is worthwhile to visit the patient in the meantime. The patient has had two vaginal births in the past and has been in menopause since the age of 45. She's been experiencing vaginal prolapse symptoms lately and feels like she needs to support the prolapse in order to urinate. Previous smears have been normal. The patient has previously tried pelvic floor muscle training for her symptoms. An examination of the abdomen revealed scars consistent with her prior surgery. The upper exit wound or scar for the tension-free vaginal tape on the right is where the superior mesh arm is palpable subcutaneously. All of the tension-free vaginal tape exit scars were tender in both of her groins. A 1-1.5 cm mesh exposure was found during a vaginal examination on the right lateral paraurethral cul de sac aspect of the vagina. It was quite tender. She also had tenderness in the vaginal cul de sac on the left side. Although there was no exposure at this location, the mesh was felt subcutaneously. The patient had a stage 1 rectoenterocoele and a stage 1 pop-q cystocele. Additionally, the physician has suggested that the patient see the pain team in the meantime, as some of her pain is likely to have a neuropathic pain origin which may not improve with mesh excision. It is also likely that a complete mesh excision, which the patient may need, may not completely alleviate her symptoms and may also increase the likelihood of her urinary symptoms worsening postoperatively. On (B)(6) 2015, the patient was admitted for her operation. Reportedly, the operation was somewhat difficult due to the amount of scarring around her tapes and also due to the fact that she had two rather than one tape. Otherwise, the procedure was uncomplicated. The patient had a drain and a urethral catheter. Her drain was removed on the first postoperative day and the catheter on the second postoperative day, once she was fully mobile. On examination, her wound looked unremarkable at the end of her stay, and she was allowed home. The physician is planning to see her back for a review in four weeks and has warned the patient that she is likely to experience a significant increase in her incontinence. The physician also suggested that once everything is settled, they will re-evaluate her condition and decide on the best further management. On april 20, 2016, the patient's incontinence had not gotten any better. She mostly leaks when she stands and sometimes when she coughs. Upon examination, there was a slight urinary leak when she coughed. This has essentially confirmed the diagnosis of recurrent urinary incontinence. The patient had urodynamics booked at the end of may and will be planning the procedure sometime in june. On (B)(6) 2016, the patient underwent a video urodynamics. Prior to the procedure, the patient emptied her bladder, which allowed the introduction of the lines and the filling of the bladder on top of a small residual. The leaking was not caused by low grade detrusor overactivity, but there were immediately noticeable indications of urodynamic stress urine incontinence. Her bladder held enough fluid (450ml). Her bladder capacity was reasonable (450ml ). She then experienced urgency and was given the command to void. She could not void very well in the standing position and was straining significantly. She was therefore moved to a commode and emptied her bladder completely with moderate detrusor pressure, leaving a small post void residual. To address the more significant problem, which is stress urinary incontinence, the physician suggested peri-urethral bulking agents to begin with. In the physician's assessment, given that she has detrusor overactivity, this might not completely settle her problem, and if she is not significantly better, the next step would be intravesical botox. The physician also mentioned that if, after botox and periurethral bulking, she is not better, they could perform an autologous sling procedure. The patient received a peri-urethral injection of urethral bulking agent on june 29, 2016. She urinated after surgery, leaving a tiny postvoid residue. The surgeon also removed a tiny piece of tape that was subcutaneously placed in the pubic region during the procedure. According to the report on (B)(6) 2016, the patient's urethral bulking agent injections only worked for several days, and her incontinence has reoccurred. The physician had another discussion with the patient regarding her options. Her urodynamics showed significant stress incontinence, and tension-free vaginal tape was not helpful. In the physician's assessment, it is likely due to an intrinsic sphincter deficiency and she will benefit from an autologous fascia sling, but this will need to be applied in a tight fashion, meaning that she will need to self-catheterize afterwards. The physician reported that she also has an element of detrusor overactivity, which is probably insignificant but may be contributing to her leakage. If she does not improve after the autologous sling, the doctor may perform intravesical botox injections. The patient would like to consider her options. According to physician notes dates (B)(6) 2019, the patient has been bothered more frequently by a dragging sensation and the necessity for manual assistance with feces. Additionally, she still has problems with urge and stress incontinence. She was under the care of urologists since she needed a catheter after having urge incontinence following a nissen's fundoplication anesthesia. Additionally, the patient was seen om (B)(6) 2020 by her physician presenting the following symptoms: vaginal prolapse with obstructive defecation, pop-q stage 1-2 cystocele and stage 3 rectoenterocele with a slightly atrophic vagina. She has previously had two tvts inserted and excised. She has undergone bulking agents followed by a fascial sling. The patient would consider surgical repair for her prolapse. The physician would like to rule out any other colorectal issues to be sure that prolapse repair would not further aggravate symptoms.